Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand and no information provided about impact on customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in successfully resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm appeared again.